Manufacturer narrative:
H.3., h.6.: the complaint product was returned for evaluation and was found to meet manufacturing specifications. A trend related investigation was performed; no trend could be identified. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6. The actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by a consumer it was stated that after placing the lens in the eye they experienced sharp pain in eye and observed rough edges on the lenses. The consumer had visited health care professional and was diagnosed with infection and corneal ulcer. The consumer was treated with unspecified eye drops. The current status of the consumer¿s eye was unknown at the time of this report. Additional information has been requested but not yet available. Additional information was received from consumer who stated that there were times when the contact lens bothered a lot and had to wait around for a while until the lens was switched out and then it came to notice that there was a spot on the eye and sought treatment, consumer also stated that never had an eye infection or problems before. Consumer was treated with tobramycin-dexamethasone ophthalmic suspension, neomycin-polymyxin-dexamethasone eye ointment and ofloxacin eye drops. Consumer used to dispose of the lens usually. It was reported that the event was resolved by using the new lens and consumer started to wear the lenses again. Additional information received from consumer stating ever since their eye infection occurred, whenever he consumer experienced the same specific pain or discomfort upon putting in a new contact, would throw it away and put in a new one. Consumer also stated that if felt nothing like the pain from a dry contact or dust/fiber irritation.